Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, days after sleeve gastrectomy, the patient had a post-operative bleeding and required blood transfusion, two units of blood were transfused. The event lead to the patient's extended hospitalization of three additional nights.